Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Root cause: use error/training. Per tandem's user guide: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred. Customer reported alternate insulin therapy was not available but declined follow up from tandem technical support. Reportedly the pump was exposed to water. There was no adverse impact to the customer¿s blood glucose level.